Event description:
New information received notes the patient presented for a scheduled follow up in clinic. There was no oversensing seen on electrocardiogram (egm). No programming changes were made as the issue seemed to have resolved. The patient was doing great.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing determined to be noise possibly from myopotentials was observed on the implantable cardiac defibrillator. Recommendations for further testing and programming off the low frequency attenuation (lfa) filters were made. No patient symptoms were reported.

Event description:
New information notes the patient was scheduled for a regular follow up in clinic at a later date. There was no decision or change in treatment made by the physician. There were no patient consequences.